Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in hospital due to a driveline comm fault alarm. Log file recorded a driveline comm fault on 30mar2026 at 17:30:02. Modular cable and system controller were exchanged, however the alarm reappeared immediately. There were signs of corrosion in the modular cable connector. Upon learning that this would entail three extended pump off events, the team decided to discharge the patient and monitor them moving forward. Additional log files showed that there were no compromised power lines. The corrosion was causing one of the power lines to carry slightly less current. The other power line carries slightly more current so there was no loss in the overall current draw at the time. It was later reported that cable connector cleaning was performed on 09apr2026. No alarms or unusual events were noted afterward. There have been no further unusual events recorded after the cleaning procedure in the log files. The post connector cleaning data appeared to show a significant improvement in connectivity at the modular cable connection. Another modular cable (lot number: 11181143) was exchanged during cleaning.